Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced red heart alarms, reductions in pump speed, and flow fluctuations while connected to the power module, which subsided and went back to normal function when the patient connected to battery power. The patient reported that the alarm only happened while he was lying down in bed. The patient was asymptomatic during this event as he connected to battery power very quickly. When the patient had the alarm in-house later in the morning, the alarm lasted longer and he reported that he felt like he could have passed out. It was also reported by the vad coordinator that the patient weighed approximately (B)(6) right after implant and at the time of this event weighed (B)(6). Log files submitted for review confirmed the low flow/pump stop/red heart alarms reported. The x-ray images provided were inconclusive for any damage to the external or internal portion of the percutaneous lead. The manufacturer's technical services team went onsite to perform a percutaneous lead evaluation and found no broken wires. The red heart alarms were unable to be reproduced after manipulating/palpitating the percutaneous lead and having the patient move in different positions. The hospital requested a modified power module patient cable for the patient¿s use. The pump was subsequently exchanged on (B)(6) 2014. The patient expired approximately 1.5 weeks after the exchange on (B)(6) 2014. It was reported that the patient remained intubated following the pump exchange and was acidotic with high lactates resulting in acute kidney injury and acute respiratory distress. An autopsy was not performed. The vad coordinator reported that the patient outcome was not device or device therapy related.

Manufacturer narrative:
Approximate age of device: 3 years and 3 months. The evaluation of the returned pump confirmed internal percutaneous lead wire damage that would have contributed to the reported alarms. The pump was returned assembled with the percutaneous lead (lead) cut approximately 1.5¿ from the pump housing and the distal portion of the lead was returned in two pieces measuring 9.5¿ and 27.5¿, respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port with the flex section partially severed at its distal end. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Prior to disassembly, the proximal side of the inlet stator and the distal side of the outlet stator revealed no evidence of depositions or thrombus formations within the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts; however, visual inspection of the 9.5¿ section of the lead implanted in the patient revealed a breach in the insulation of the brown wire approximately 1.25¿ from its proximal end, exposing the inner conductors. Additionally, a breach in the insulation of the red wire was found along this section of lead, approximately 2¿ from its proximal end. The observed wire damage appeared to be the result of repetitive flexing. Minor abrasions to the remaining wires were noted, but the remainder of the lead appeared otherwise unremarkable. If the exposed conductors of the brown or red wires contacted the braided shield while the patient was connected to a tethered power source, the resulting electrical short to ground would have resulted in the red heart alarms and pump stoppages that were confirmed through the evaluation of the log file. The reported red heart alarms and pump stoppages also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on tethered or battery power. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.